Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the cutter could not be inserted into the motor device and the locked device was power broken. It was noted that the shaft driven pawls were broken causing the device not to run. It was determined that these issues were due to inserting objects while the device was running. It was further determined that the device failed pretest for cutter lock assessment. The assignable root cause of these conditions was determined to be traced to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the tip of the motor device was damaged. During in-house engineering evaluation it was observed that the device was power broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.